Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach johnson and johnson floss, mint waxed, for dental cleaning (route-dental, lot number 0722d, frequency and expiration date unspecified). After an unspecified duration, the consumer reported that the sharp piece which cuts the floss was broken off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. As per quality investigation, a review of the documentation did not indicate reach mint waxed failed to meet specifications. Although the returned field sample showed that the insert was broken in the part where it holds the cutter, which indicates a potential malfunction, a definitive determination could not be made with the data available at this time. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date the consumer started using the reach johnson and johnson floss, mint waxed, for dental cleaning (route-dental, lot number 0722d, frequency and expiration date unspecified). After an unspecified duration, the consumer reported that the sharp piece which cuts the floss was broken off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.